Manufacturer narrative:
The device was manufactured october 16, 2014 ¿ october 17, 2014. The device was received for evaluation. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined and no evidence of markings, abrasions, gouges, holes, embedded particulate matter, or any surface defects were noted on the stress-member. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a large volume infusor ruptured during filling with 120 ml d5 water. There was no patient involvement. No additional information is available.